Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hyst. (Partial),salping. (Unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia had resolved and the vaginal discharge and vaginal infection outcome was unknown. The reporter considered menorrhagia, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- 2013, (B)(6) 2012. Patient received treatment for events- menorrhagia (heavy menstrual bleeding), vaginal infection , vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- event injury updated to menorrhagia (heavy menstrual bleeding). New events vaginal infection , vaginal discharge were added. New reporter and patient information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube-protrusion of essure implant from the right tube'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/persisting menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('bleeding') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube patent". The patient's medical history included ovarian cyst, multiple allergies, fibromyalgia, hypertension, lyme disease, ms, polycystic ovarian syndrome, sinus operation, augmentation mammoplasty, oral contraception, asthma, depression, gerd, dysuria and menometrorrhagia. Previously administered products included for birth control: mirena; for an unreported indication: iron cap daily, progestin and cyanocobalamin injection 1000 mcg (vitamin b 12). Concurrent conditions included dysuria. Concomitant products included betamethasone dipropionate;clotrimazole (lotrisone), fluconazole (diflucan), loratadine, metoprolol tartrate (lopressor), metronidazole (flagyl), pramipexole dihydrochloride (mirapex) and terbinafine hydrochloride (terzol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 9 months 9 days after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge/ vaginal discharge with itching and odor"), vaginal infection ("vaginal infection"), vulvovaginal swelling ("infection (bladder/ urinary tract/vaginal) type: vaginal swelling"), vulvovaginal pruritus ("vaginal discharge/ vaginal discharge with itching and odor") and vaginal odour ("vaginal discharge/ vaginal discharge with itching and odor"). The patient was treated with surgery (hyst.(partial), salping.(unilateral),laparoscopy with lysis of adhesion,bilateral tubal fulguration and on (B)(6) 2014 underwent ablation). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, vaginal discharge, vaginal infection, vulvovaginal swelling, vulvovaginal pruritus and vaginal odour outcome was unknown and the menorrhagia and genital haemorrhage had resolved. The reporter considered fallopian tube perforation, genital haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal pruritus and vulvovaginal swelling to be related to essure. The reporter commented: discrepancy noted in date of insertion- 2013, (B)(6) 2012, (B)(6) 2012 (as per mr). Patient received treatment for events- menorrhagia (heavy menstrual bleeding), vaginal infection , vaginal discharge. 0 visible coils on the right (deployed easily but suspect high in tube) and 4 visible coils were placed on the left. Wire did not separate easily and in fact broke with a small portion remaining in the endometrial cavity- this was subsequently easily grasped with hysteroscopic graspers and removed). Unsuccessful essure placement (persisting tubal patency on hsg x 2). Tubal ligation essure failed on one side so had to get tubal ligation. Failure to occlude fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: right occlusion only. Unilateral occlusion (right tube occluded).other (please describe) left tube patient. Essure wasn't scarred over.; on (B)(6) 2013: the right tube is likely occluded at the uterine cornua. The left tube remains patent with peritoneal spill. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge and swelling with itching and odor and persisting menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs & mr received- new events-" abnormal bleeding (vaginal), perforation fallopian tube ((s))protrusion of essure implant from the right tube, bleeding, infection (bladder/ urinary tract/vaginal) type: vaginal swelling, vaginal itching and vaginal odor , device ineffective medical history, lab data and concomitant drugs, reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.